Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual evaluation revealed that the hose coupler was severed on the air swivel. A functional evaluation revealed that the unit could not be properly connected to the air supply because of the broken swivel air hose coupler. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or application of excessive torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that rfb positioner spider was leaking nitrogen. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.